Event description:
A nurse reported an intraocular lens (iol) rotated from axis 113 to axis 75 six weeks following implant surgery. The patient was reported to be doing well and has a bcva of 20/20. The surgeon does not plan to rotate the iol.

Manufacturer narrative:
The product was not returned for analysis. The device remains implanted. Results from the product history record review indicated the product met release criteria. There are no other reports in the lot. Additional information was requested on 02/20/2008 and 02/25/2008 by phone. Additional information was received via fax from the reporter. This report was mailed to FDA on: 03/21/2008.